Event description:
A report was received of a 'blown cuff' on a pre-tested tracheostomy tube. The product was placed in the patient prior to bedtime and during the middle of the night, the caretaker noticed irregularity with the patient's breathing. The tracheostomy tube was assessed and the reported failure was noticed. The tracheostomy tube was removed and replaced. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).